Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
A complaint was received regarding a 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer experienced crack resulting in leakage and the patient waking up from sedation. This report is report 1 of 2 for the event taking place at 17:00. The following issue was reported by the customer: " management of a sedated and curarized patient. At 17:00, my patient woke up while sedation and curarisation therapies were still ongoing. I noticed that my octopus device, through which propofol and nimbex were flowing, was cracked. The same issue occurred at 03:00, when my colleague also had to replace the octopus device used for sedation. Clinical consequences: the patient woke up. ". The issue at 3 a.m. Happened with the same patient, the sedation was not fully administered the patient awakened, there was a risk of extubating due to agitation, no one was harmed, the octopus device was changed and the sedation was resumed, the medication concentration was propofol 2% and nimbex 5mg/ml. Dr (B)(6) stated no photos/videos are available and the lot could not be identified.